Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to locate and charge his scs stimulator. The patient stated his back pain had improved and had not used or recharged his ipg in months. Troubleshooting of the issue determined the patient's scs ipg was inoperable as the patient programmer would only display a communication error when attempting to establish communication with the ipg. The patient's scs ipg was explanted and replaced with a new one, and stimulation was reportedly restored postoperative.